Event description:
The customer contact reported the patient received more medication than intended. At an unspecified date and time, the device was programmed to deliver subcutaneous hydromorphone hp (high potency) 50 mg/50 ml normal saline, at a rate of 0.2 mg/hr, with a 0.5 mg bolus dose, a 1hr bolus lockout, and the delivery was started. No further programming parameters were provided. After approximately 4.5 hours, the customer contact reported that while checking the end of shift totals, the clinician noted the device display indicated 1.38 ml volume delivered; however, the hydromorphone container was reported to be empty, instead of an expected volume remaining in the container of approximately 43.6 ml. The customer contact reported that there was air in the tubing set distal to the device with no device alarm. At that time, the nurse indicated an unspecified decrease in the patient's respiratory rate. It was reported the patient's comatose status remained unchanged, with vital signs close to previous unspecified levels. The physician was notified. The customer contact reported that the patient's family requested no treatment be given to the patient to reverse the effect of the pain medication, due to the patient receiving end of life palliative care. The customer contact indicated the patient expired at an unspecified time within the next 24 hours. The device was removed from clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicated on 12/19/2012 at 0955, the device was programmed for continuous + bolus delivery, to delver in mg, with a 1mg/ml concentration, 0.2 mg/hr rate, a 0.5mg bolus dose, 60 minute bolus lockout, 1 bolus/hr limit, and a 50 mg container size. Between 9955 and 1008, a check cassette alarm occurred 2 times, silenced, a start alarm occurred 2 times and silenced, a priming volume of 4.98 ml is indicated and the delivery is started using ac power. At 1426, a 0.5mg bolus delivery occurred and the 1hr bolus limit reached. At 1439, the delivery was stopped. Between 1450 and 1522, a start alarm occurred 3 times and was silenced. At 1525, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.